Event description:
It was reported that a user who is new to the ilet experienced hyperglycemia overnight, with a reported glucose of 328 mg/dl, and no device alerts or noted supply leaks; user education and troubleshooting were performed, including prior guidance on supply change and current monitoring. Customer care provided assistance that included customer interview and troubleshooting. Investigation of this case revealed no confirmed device malfunction and an undetermined cause. No clinical symptoms associated with high blood glucose reported. Outcomes included user self-management at home without medical intervention. It was concluded that the event was user-reported hyperglycemia with cause unclear, and device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.